Event description:
The customer was hospitalized for high bgs and was not aware of the two high bg rule. The device had an alarm. The customer did not call to the help line to notify the event and was again in the emergency for dka. The customer changed the set and since then they are fine. The customer refused to troubleshoot the device. Advised to call the help line for further assistance.